Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended half inside and half outside the tube in the unfold/unwrapped position. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in and on the loading device and delivery device. Blood was observed in the tube indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The seal was taken out of the tube for investigation. Blood was visible on the seal. Seal was cracked/delaminated at the outer side of the coil. Based on the investigation, the reported failure "failure to deploy" and analyzed failure "cracked seal/delamination" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.